Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that he was taken to the emergency room and was hospitalized. Customer stated that he was having problems with his insulin pump it was not delivering his insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.